Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter questioned inr results for 7 patients tested on coaguchek xs plus meters' serial number (B)(4) and (B)(4) compared to an unknown laboratory method. Based on the data provided, the results for 1 patient were discrepant. The result from the meter was 8.0 inr. The result from the laboratory within 2 hours was 6.1 inr. The patient's therapeutic range is 3 - 4.5 inr. There was no allegation that an adverse event occurred. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.